Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting a repeated c-00 error on the integrated electrosurgical unit (erbe). They have power cycled the erbe generator multiple times. Technical support engineer (tse) explained that a repeated c-00 error will require that the erbe generator is replaced. Tse suggested that they can use a covidien force triad generator as a backup; the caller stated that they do not have a covidien force triad generator. Tse explained that they would open up a field service order for the field engineer to follow up. The procedure was aborted with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse investigation found error code c-00 and c-51 hf voltage value too high in on state. Hard error for c-51. Decision made to replace erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (erbe) was analyzed and the reported issue was confirmable using artemis; multiple c-33 errors logged on 12/9/2025 with initial occurrence at 6:50 am. C-06/m-18/m-11 pattern logged on 11/6/2025 at 3:40 pm also of concern. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup (12/19/2025 8:12 am us-ga). Additional c-00 errors in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.